Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited loss of capture, noise and low pacing impedance measurements. The rv lead was removed and replaced. The patient was discharged with no reports of adverse consequences.